Event description:
Hcp reported pt was shocked by anti-theft detector at walmart. MFR rep adjusted stimulation by reprogramming device. Pt is currently comfortable and doing fine. No report of device explantation.